Manufacturer narrative:
Device evaluation: the reported event, of the heartmate charger with fluid ingress damage, was confirmed when the returned charger was evaluated by technical service. Damaged components and dried fluid residue were found throughout the boards and components inside the ubc. The unit was not repaired ¿ the customer had the unit scrapped. Dried fluid residue and damaged components were found on the charger pcb assemblies - charger ps board and logic board. The ubc housing and baseplate were coated with dried fluid residue. The ac input power and filtering components also had dried fluid residue on them. The vents underneath the handle are the likely source of the fluid ingress into the unit. The fan assembly, located underneath the vent holes, was covered with residue. The damage to the charger ps board due to fluid ingress was extensive. Due to the extensive damage, no operational testing was performed on the charger. No further information was provided. The manufacturer is closing the file on the event.

Event description:
I was reported universal battery charger (ubc) stopped charging batteries. They attempted different batteries. Cleaned unit. Inspected and no noticeable damage. Continued to show red on all four ports. Team replaced ubc.